Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem reported: it was reported that the pointer array and the tibial array was intermittently being seen during robot initialization. This is an informational only complaint. The arrays in question are disposables and are not available for investigation. When was the issue observed: robot initialization. Troubleshooting: attempted to reposition arrays. Patient involvement? No. Were there reports of injuries, medical intervention or prolonged hospitalization? No. Are patient treatments delayed or cancelled? No. Next day of surgery: unknown. All information has been disclosed. No further information was provided.